Event description:
It was reported that the customer's blood glucose was 23 mmol/l, which was treated with an insulin pump. There were issues uploading data to software and these issues were resolved. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.